Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016. It was reported that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2020 and mesh was implanted. It was reported that the patient underwent removal surgery and takedown of adhesions on (B)(6) 2020. It was reported that the patient experienced severe pain, inflammation, scarring, bulging, stress and anxiety. Other procedure is captured under separate file. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2020. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Manufacturer narrative:
Date sent to the FDA: 7/26/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.